Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water cylinder was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). It is possible foreign material remained due to the unstable air/water supply when using the air/water channel adapter. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Attaching the air/water valve 1 attach the air/water valve to the air/water cylinder of the endoscope. 2 confirm that the valve fits properly without any bulging of the skirt. Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 3 release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis lucera elite gastrointestinal videoscope to olympus repair center for evaluation of reported poor air/water supply that was found during reprocessing. During the evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The air/water nozzle was flushed with air and water, and the air/water nozzle was flushed with detergent solution. There was unstable air/ water supply when using air/ water channel adapter. No death, injury or harm to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the air/water cylinder has foreign objects, the angle wires were stretched, the angle wires become stretched, bending section cover or distal sheath has a scratch, the connecting tube has a dent, the connecting tube has a scratch, the protector of universal cord on the suction connector side has a scratch, the scope connector cover unit has a scratch, the paint on suction cylinder is peeled, the forceps elevator lever has a scratch, the forceps elevator knob has a scratch, the right/ left knob has a scratch, the up/down knob has a scratch, the switch box has a scratch, the suction cover has a scratch, the switch 2 has a scratch, the suction connector is shaved, the suction connector has discoloration, the universal cord has a scratch, the grip has a scratch, the control unit has discoloration, the control unit has a scratch, the connecting tube has a dent, and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.